Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
This supplemental is being filed to update the b5, d4 and h6 as the device was deactivated but still implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This ICD was explanted. Additional information indicated the confirmation of the device status, as the device was turned off but still implanted.